Manufacturer narrative:
8/14/1998-supplement #1 sent to FDA.

Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, a clip did not form properly. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.